Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to turn on and displayed black screen. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the station failed to turn on and displayed a black screen. A technical support specialist (tss) rebooted the station using the bomgar icon. The station successfully returned online and was able to launch the medication application. The customer was contacted and notified of the resolution. The case was then marked as complete. The system functioned after the technical support specialist troubleshoot the device.